Event description:
It was reported that upon power up the programmer generated a message indicating a "serious programmer problem". The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer powered up to an error message and therefore the link electronic module (lem) board was replaced and calibrated. Analysis also found that the system fan was intermittently noisy and it was also replaced. Product ID: 229047 software analyzer. (B)(4).